Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the consumer reported that the patient had an x-ray done and no one could tell them what it showed on the x-ray. The patient got shocked at random intervals and it went up through their stomach, their back, and even at times all the way down their legs. It hurt so bad and sometimes felt like a burning feeling. The consumer later reported that the x-ray showed the leads had moved and appeared to be lower than placed. For the last few hours on (B)(6) 2016, the patient had sharp abdominal pain and stomach swelling. It looked like the patient was 4 months pregnant.

Event description:
The consumer reported that the patient experienced shocking and jolting sensations whenever they were in the middle of the store. The patient was not around any gates and they only thing nearby was their cell phone. The patient's foot would start to tighten up as well. The patient mentioned their cell phone and tablet would have green marks on the screen after they took pictures using them and their phone had been replaced multiple times. The issue had been ongoing for years since prior to implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had intermittent or erratic therapy. The patient was in a car accident on (B)(6) 2016 and they had just had their stimulator adjusted. One hour later the patient tried to go to 2 urgent cares as they were worried about internal bleeding. The stimulator was placed in (B)(6) 2016. The patient had shocking around the implant and it varied how long it lasted and would happen out of the blue. The patient tried to use a heating pad because they were so sore. At random times, the patient got shocks for no reason and it happened on and off all the time. The stomach swelled up where the implant was and this had been going on for a little while since (B)(6) 2016. It happened intermittently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.